Manufacturer narrative:
Patient height reported as 170 centimeters. Additional product codes: jdw and jds. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient suffered a fall on (B)(6) 2017. X-rays revealed a left pertrochanteric and subtrochanteric femur fracture with multiple fragments lengthwise, split trochanter region with a dorsal and a ventral fragment, as well as a dorsal shell. On (B)(6) 2017, patient underwent a closed reposition and nail osteosynthesis with the proximal femoral nail anti-rotation (pfna) nail long, pfna blade, and two (2) 4.9mm bolts. Patient reported sudden pain since (B)(6) 2018 after walking a long distance. A radiologic check on (B)(6) 2018 revealed the nail was fractured. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed. Patient was revised to another nail and blade. Concomitant devices reported: pfna blade (part 02.027.034s, lot l575646, quantity 1). When the devices were received by the manufacturer for investigation, it was noted two of the previously reported concomitant locking bolts were broken. It is unknown when those screws broke. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Sterile part 259.440s, lot 9368232: manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: february 16, 2015. Expiry date: february 01, 2025. Non-sterile part 259.440, lot 9360468: manufacturing site: (B)(4). Release to warehouse date: february 03, 2015. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specifications for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the bolt is broken off as complained, the breakage occurred at the shaft. There are clearly visible stress marks near the broken area at the shaft of the bolt the thread flank is flattened. Dimensional inspection was performed. The measured dimensions were found to be within the given specifications per the drawings. The certificate of the raw material was reviewed during the performed device history review and meet specification. The received condition of the bolt is concordant with the complaint description and the complaint condition is confirmed. This lot of devices was manufactured in march 2017 according to the specification. The broken surface is homogenous what indicates material conformity to the specification as well. Based on that and the condition of the bolt a product related issue can be excluded. The above described damage indicates it was caused post-manufacturing. The flattened thread flank indicates a contact between nail and bolt thread. All these findings indicate that this bolt was exposed to high forces during healing process (non-union) which finally caused the breakage of the bolt. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.